Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation. The customer reported condition could not be confirmed and no root cause was identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a continu-flo solution set leaked. During priming, the set disconnected at the distal end, resulting in a leak. The reporter was unable to describe the exact location of the disconnection. There was no patient involvement. Additional information was requested and is not available.